Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implantation, the left ventricular assist device (lvad) was turned on at 10:59 am. The lvad speed was rapidly increased by the surgeon from 3000-4500 revolutions per minute (rpm) then to 4800 rpm, but the flow remained less than 1.0 liters per minute (lpm). Cardiopulmonary bypass (cpb) volume resuscitation resulted in an increase in flow to 2.0-2.5 lpm. The pulmonary artery pulsatility index (papi) score after the added volume was 0.6. Right ventricular (rv) contractility was sluggish, and the left ventricle (lv) appeared decompressed on transesophageal echocardiogram (tee) despite added volume. Blood pressure was 88/62 (83). Central venous pressure (cvp) was 20. With unsuccessful attempts to give more volume, titrating medications and giving the rv time to adjust, the surgeon decided to place a right ventricular assist device (rvad) to support the patient at 12:43 pm. During this time, pulsatility index (pi) was fluctuating back in forth between 7,4 - 1.8. Flows improved into the low 3 lpm range and pi remained low between 1.0-2.4. Hemodynamics were stable and the patient was transferred in stable condition to the intensive care unit (ICU) without incident.

Event description:
Additional information received stated that there was no prior history of rv failure. The patient required increased inotropic support, worsening hemodynamics and echocardiogram revealed moderately dilated rv with mildly reduced rv systolic function and tricuspid annular plane systolic excursion (tapse) of 1.2 cm prior to lvad implant. During selection committee meeting it was planned at time of implant to also insert a rvad. The patient's current condition was improved. Rvad was removed on postoperative day (pod) 6. The patient was ambulating and working with physical therapy (pt)/occupational therapy (ot). They still needed optimization of fluid status with diuretics. Current ventricular assist device (vad) settings were speed at 5200, flow at 3.8, power at 3.5, and pi at 6.1.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.